Manufacturer narrative:
(B)(4). The reported patient effect of restenosis is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The second promus stent referenced is being filed under a separate medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010, the procedure was performed to treat a 99% stenosed lesion in the proximal right coronary artery (rca). Pre-dilatation was performed and a promus stent was implanted in the proximal rca. A second promus stent was implanted in the ostial rca. Post-dilatation was performed and the residual stenosis was reduced to 0%. On (B)(6) 2013, it was observed that there was a total occlusion of the ostial rca, and 100% stenosis in the proximal rca, which extended to the mid rca. The proximal to mid rca was treated with stenting (2.5 x 25 mm promus, 3.0 x 28 mm promus) and the residual stenosis was reduced to 0%. The event was resolved. No additional information was provided.